Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece lost all function while the surgeon was reaming. It was further reported that a hard reset of the battery was attempted, which resulted in the handpiece making only a clicking noise. A non-zimmer product alternate was utilized to complete the procedure in progress, with minimal time noted to exchange equipment.